Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to experiencing heart failure symptoms and asystole. It was noted six second pacing pauses were observed every half hour for approximately three hours on the electrocardiography (EKG) strips and a device malfunction or sensing issue was suspected from the clinician. Upon further review of the patient, it was suspected that the left ventricular (lv) lead exhibited a loss of capture. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.